Manufacturer narrative:
The device was returned for analysis. The reported ¿transparent tube¿ was confirmed as an unknown piece of plastic tubing pinched between the proximal end of the handle halves. The reported difficulty to deploy the plunger was confirmed based on the returned device observations. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulty deploying the plunger was concluded to be related to potential product quality issue due to the observed plastic tubing pinched between the proximal end of the handle halves. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. D4: lot number changed from #2101541 to lot number #2101041. H4: manufacturing date.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a cardiac ablation interventional procedure using an 8f sheath. Reportedly, while pushing down the plunger there was unusual resistance. When the plunger was removed, a "transparent tube" popped out. The suture had been successfully deployed and was able to be used; however, manual arterial compression was also used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.